Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulmonary vein isolation. During preparation, while opening the package, it was noted that the wire was frayed. The device was then replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.